Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and unknown right ventricular (rv) lead exhibited an episode of pacing inhibition and asystole lasting approximately 4 seconds due to low amplitude noise. Despite the asystole, it was confirmed there were no adverse effects to the patient. The physician reprogrammed device sensitivity and no further instances of inhibition have been observed. Pacing threshold and impedance measurements were reported stable. Boston scientific technical services (ts) reviewed device data and agreed with the programming changes in addition to suggesting additional system testing to evaluate the rv lead. Ts also discussed inquiring with the patient about possible sources of electromagnetic interference (emi) during the episode. Ts advised programming the minute ventilation (mv) sensor off as the patient is pacemaker dependent though there was no reported evidence of mv oversensing. No further action is to be taken at this time as no additional episodes have occurred subsequent to reprogramming. No adverse patient effects were reported. This system remains in service.